Event description:
It was reported that "the doctor passed the electrode through the trocar and when he uncovered the l-hook realized that the tip was not in place. He found tip in the lapara after 45 minutes. No injury reported."

Manufacturer narrative:
The actual device was disposed of at the hospital. We are attempting to gather additional info from the hospital for the investigation. Without the actual device, a formal eval can not be performed; however, the quality engineer will perform an investigation in order to review the device history record (DHR). Further investigation will be forthcoming once info is received from facility. We will file a supplemental report when the investigation is completed.